Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer believes that the pump delivered a bolus of 8 units that was not requested by the customer. Reportedly, the customer reviewed the bolus history, which showed that the user had entered in the 8 units directly into the "units" window at the top of the bolus screen. However, the customer does not believe the bolus request was programmed by the customer. The customer reported a blood glucose level of 43 mg/dl, which was addressed by consuming soda. Tandem technical support recommended the customer upload the pump for further review of the data logbook. Multiple attempts were made by tandem technical support to obtain additional information; however, no further information was provided regarding the reported event.